Event description:
It was reported that a catheter revision was scheduled. However, after speaking with the patient as well as the physician, the representative was informed that the pump was flipped. The patient stated that he did not know his pump was flipped but this was suspected shortly after implant due to the ¿fluid swelling in the pump pocket¿ (see manufacturer report # 3004209178-2013-04847). This known infection (manufacturer report # 3004209178-2013-04847) did resolve but at a pump refill, date unknown, the pump was noted to be flipped. The patient did report he received good pain relief at the current dosing. It was not known if diagnostic testing or troubleshooting was performed or if there were any patient symptoms. This device system delivered morphine. On (B)(6) 2013, a pocket revision was performed. A dacron pouch was applied and several sutures were placed into the subfascial layer with non-absorbable sutures. The patient¿s status was reported as alive, no injury. It was further verified that the patient had no symptoms and was not aware the pump was flipped until an attempted refill. The patient was put under fluoroscopy at the time of the refill and the physician attempted to flip the pump back to proper origin however, per the patient, this was unsuccessful. There were no catheter issues. The mesh pouch was used to secure the pump and the catheter was not aspirated. It was felt that the pump had flipped when the patient had a large collection of fluid at the pump pocket post op and was treated for an infection (see manufacturer report #3004209178-2013-04847). Again, the patient reported good pain relief at .048 milligrams of morphine per day. The patient had not been seen in the clinic since for a refill.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(6).